Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076-52 implantable pacing lead 2012 (B)(6); (B)(4) implantable cardioverter defibrillator 2012 (B)(6). (B)(4)

Event description:
It was reported that one month after implant, the patient developed tricuspid endocarditis and septic shock. The organism was identified as (B)(6). The implantable cardioverter defibrillator (ICD) and two leads were removed. The patient was enrolled in the painfree smartshock technology (sst) study. No further patient complications have been reported as a result of this event.